Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The root cause for psnr alarm was defective optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the patient was on impella support and there were placement signal not reliable alarms. No changes in patient hemodynamics or motor current. The investigating engineer found that this issue likely stemmed from the automated impella controller (aic). No known patient harm or injury has been reported.